Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. The lead noise presented via episodes of high ventricular rate. No other electrical changes were noted. The lead was capped and replaced successfully on (B)(6) 2017. Patient was stable before, during, and after the procedure.